Event description:
The physician was using an assurant cobalt peripheral stent for treatment of a lesion in the distal common iliac. The physician was unable to line the device up directly over the target lesion and when the physician pulled back the device into the sheath the stent came off the balloon. The physician was able to inflate the balloon and successfully deploy the stent in the target lesion. A second stent was added for further coverage. There was no patient injury and no clinical sequelae were reported. There were no abnormalities noted during prep/inspection or use of device. Resistance was noted when trying to pull the stent back into the sheath.

Manufacturer narrative:
(B)(4): evaluation results - (root cause undetermined - limited information/device not available for evaluation). Inherent risk of procedure (stent dislodgement).